Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer went to hospital due to high blood glucose level. Customer's blood glucose level was 638 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2019 with blood glucose of 638 mg/dl. The customer's high blood glucose level was treated with intravenous drip. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether auto mode feature was active or not at time of event.